Manufacturer narrative:
(B)(4). Batch # n5414e. Maude report number: mw5062735. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? When the device only fired one staple load, was the device reloaded and then locked-out? If no, please explain. Was there any difficulty opening the device jaws? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Was buttressing material utilized? If so, which product? The analysis found that one plee60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure; the device only fired one staple load during the stapling process. Surgeon aware - the stapler was removed from service and replaced with another stapler. There were no patient consequences reported.